Manufacturer narrative:
Intermittent down arrow button due to corroded keypad trace. Unit had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 163 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.